Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Inform user reported: inform 5:04 pm 24 one unit of d50 was given again after this reading. Inform 5:05 pm 26 inform 5:19 pm 17 a lab was drawn at 5:28 pm and it came back as 396. All results mg/dl. The patient was given 10 units of humulin at that time as ordered by the doctor. It was only given to the patient one time no adverse event was reported. Strips are not available for return, replacement sent.